Event description:
It was reported by the rep that (1) hdh05 was used during a laparoscopic cholecystectomy procedure. It was reported that the harmonic scalpel blade was working and quit after a few minutes in the case. The case was completed with another blade. In the same case, an al326 would not fire. The case was completed with another device. There was no patient consequence.